Event description:
Patient presented to the physician with a nodule at the neck incision site. Upon examination, the physician suspected that the stimulation lead wire may be protruding at the incision site. Due to risk of erosion, physician brought the patient into the or, opened the neck incision, created a subplatysmal pocket, repositioned the stimulation lead beneath the tissue, and closed.